Manufacturer narrative:
The g5 system is associated with product code pqf. Product code pqf is not currently available. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the dexcom drops 20 points against the fingerstick when taking a shower. No additional patient or event information is available. The complaint states that the continuous glucose monitoring system (cgm) dropped 20 points against the fingerstick when taking a shower. Data was returned and evaluated. The reported event was confirmed via data. The root cause could not be determined.